Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified flat creases and a curved opening on anterior. Leak test and microscopic analysis were performed which identified a sharp opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on anterior valve bond edge due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device was explanted.